Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that "low spo2 readings". No known impact or consequence to patient.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor failed continuity tests using the cirris tester. It was found that there were broken traces at the rd15 connector causing multiple open connections. Correction: changed the reported affected item from radical to rd set dci. Changed part number from 1492 to 4050-9; lot number to 16khz and manufacture date to 11/08/2016.